Event description:
Healthcare professional reported that after injection with juvederm voluma xc, patient experienced a severe allergic reaction and had to go to the hospital. The type of treatment provided at the hospital was not indicated.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of allergic reaction is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.